Manufacturer narrative:
Concomitant medical products: ddbc3d1, ICD, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was under-sensing. The ra lead was programmed off. No patient complications have been reported as a result of this event.